Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The patient had multiple sclerosis (ms). The pump's indication for use (IFU) was listed as intractable spasticity. The pump was programmed to deliver lioresal 500mcg/ml at a dose of 43.9mcg/day. There was a confirmed infection which was suspected to be in the catheter track of the spine. The patient had sudden onset of symptoms with fever, headache, and nausea. The infection was suspected to be related to the expected end of life pump replacement from two weeks prior. A total system explant was planned for (B)(6) 2015. The pump was not being titrated down. It was unknown if antibiotics were administered. Treatment was ongoing. Follow-up was being conducted to obtain drug information, diagnostics, actions/interventions and outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer¿s representative (rep) on 2018-nov-19. It was reported that the pump and catheter were removed in (B)(6) 2015 due to meningitis. The customer was notified that the device was to be returned, but it would not be returned as it was discarded. Environmental/external/patient factors that may have led or contributed to the issue was noted to be an infection. Interventions/actions that were taken to resolve the issue included re-implant of full system on (B)(6) 2018. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.